Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. Upon interrogation it was noted that the device was not at eri and was functioning normally. The vibratory notifier was tested and it was noted that the patient could not feel the vibratory alert despite trying it for multiple times. Due to patient¿s history of ventricular tachycardia and questionable connectivity, the device was explanted and replaced. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.